Event description:
Case description: this case was linked to cases (B)(4) and (B)(4), referring to the same reporter. This spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse(+). Batch number was reported as a00208940 (expiry date: 16-jan-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00208940 (expiry date: 16-jan-2027). A lot search in the global safety database was conducted. After the radiesse(+) injection, the patient experienced nodules. The outcome of the event was unknown. Follow-up information was received on 25-nov-2025: this case was upgraded to serious. The event hard was added. The patients weight was ambiguously reported as 125. The patient was 50 years old at the time of the event. She was injected with radiesse(+) into the anterior neck (off label use of device), on (B)(6) 2025. A 25g x (0.50 x 38 mm) (reported as 1 ½¿ x 25ga) cannula was used. Radiesse(+) (1.5ml) was diluted with 0.5 ml of 2 % lidocaine and 4.5 ml of 0.9 % bacteriostatic saline (product preparation issue, off label use of device). A total of 6 ml was injected into the neck. The patient was previously injected with a total of 30 units of botox® into the forehead, glabella and crows feet, on (B)(6) 2025. The patient had a sulfa allergy. Concomitant medications included bupropion, clonazepam, and gabapentin. On (B)(6) 2025, 63 days after the radiesse(+) injection, the patient experienced hard visible nodules in anterior neck. Nodules became evident post injection at the very sites of injection. Corrective treatment included warm compress, injection with 1 ml of bacteriostatic normal saline (reported as bns) with vigorous massage and vibration. Laboratory tests were not performed. The outcome of the events was reported as not resolved (changed from unknown). In the opinion of the reporter, the events were related to radiesse(+). Therefore, the causality for the event nodules was changed from reasonable possibility/suspected to related. The events were not considered to be permanent, did not require hospitalization for more than 24 hours, and the treatment was necessary to prevent permanent damage and to accelerate recovery. Follow-up information was received on 28-jan-2026: the patient continued to suffer from the events and did not see any improvement whatsoever. Although corrective treatment was performed, no resolution was noted. The patient was upset. The outcome of the events remained unchanged.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00208940, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00208940) and similar events were noted. This case was assessed by merz north america as non-serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 25-nov-2025: this case was upgraded to serious. The event hard was added. The outcome of the event nodules was reported as not resolved. In the opinion of the reporter, the event nodules was related to radiesse(+). This case was assessed by merz north america as serious. The events of injection site nodule and injection site induration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to to the treatment with radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the anterior neck is no approved indication for radiesse(+) in us. Dilution of radiesse(+) with lidocaine and bacteriostatic normal saline for injection into the anterior neck is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site induration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 28-jan-2026: causality for the events remains unchanged as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site induration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00208940, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00208940) and similar events were noted. This case was assessed by merz north america as non-serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 25-nov-2025: this case was upgraded to serious. The event hard was added. The outcome of the event nodules was reported as not resolved. In the opinion of the reporter, the event nodules was related to radiesse(+). This case was assessed by merz north america as serious. The events of injection site nodule and injection site induration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the anterior neck is no approved indication for radiesse(+) in us. Dilution of radiesse(+) with lidocaine and bacteriostatic normal saline for injection into the anterior neck is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site induration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked to cases (B)(4), referring to the same reporter. This spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse(+). Batch number was reported as a00208940 (expiry date: 16-jan-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00208940 (expiry date: 16-jan-2027). A lot search in the global safety database was conducted. After the radiesse(+) injection, the patient experienced nodules. The outcome of the event was unknown. Follow-up information was received on 25-nov-2025: this case was upgraded to serious. The event hard was added. The patients weight was ambiguously reported as 125. The patient was 50 years old at the time of the event. She was injected with radiesse(+) into the anterior neck (off label use of device), on (B)(6) 2025. A 25g x (0.50 x 38 mm) (reported as 1 ½¿ x 25ga) cannula was used. Radiesse(+) (1.5ml) was diluted with 0.5 ml of 2 % lidocaine and 4.5 ml of 0.9 % bacteriostatic saline (product preparation issue, off label use of device). A total of 6 ml was injected into the neck. The patient was previously injected with a total of 30 units of botox® into the forehead, glabella and crows feet, on (B)(6) 2025. The patient had a sulfa allergy. Concomitant medications included bupropion, clonazepam, and gabapentin. On (B)(6) 2025, 63 days after the radiesse(+) injection, the patient experienced hard visible nodules in anterior neck. Nodules became evident post injection at the very sites of injection. Corrective treatment included warm compress, injection with 1 ml of bacteriostatic normal saline (reported as bns) with vigorous massage and vibration. Laboratory tests were not performed. The outcome of the events was reported as not resolved (changed from unknown). In the opinion of the reporter, the events were related to radiesse(+). Therefore, the causality for the event nodules was changed from reasonable possibility/suspected to related. The events were not considered to be permanent, did not require hospitalization for more than 24 hours, and the treatment was necessary to prevent permanent damage and to accelerate recovery.